Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on the balloon. A synergy¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent came off of the balloon but remained at the end part. The stent was pushed back onto the shaft and the device was removed. No patient complications were reported.